Manufacturer narrative:
B3-date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown).

Event description:
It was reported patient was having irregular healing at the ipg site. As a result, surgical intervention was undertaken wherein the pocket was resutured.

Manufacturer narrative:
A patient was having irregular healing at the ipg site was reported to abbot. As a result, the pocket was re sutured to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.